Event description:
Healthcare professional reported a patient was pretreated with topical lidocaine tetracaine and injected with 1.55mls of juvéderm® volite¿ xc in the neck. About a month and a half later, patient would present to their primary care physician with lower abdominal pain. Lab diagnostics were run confirming a urinary tract infection. Treatment started two days later with oral nitrofurantoin mono-mcr (100mg bid) for 4 days. Event reportedly resolved on fourth day of treatment. The event is not related to the device.

Manufacturer narrative:
Continued h.6. Investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection, deemed not device related is considered an unexpected adverse drug experience.